Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, the sd card was defective. The cause of the inability to power the monitor is the defective sd card. The root cause of the defective sd card cannot be positively identified. No adverse event resulted from the defective sd card.

Event description:
A us distributor returned a monitor indicating that it would not power on.